Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the patient had an infection at the ipg site which was non-device and procedure related. Symptoms were pain at the battery site and fever. The patient was placed on antibiotics and underwent an ipg explant procedure. The patient was doing well postoperatively.